Event description:
It was reported that an unspecified number of bd vacutainer® serum / cat blood collection tubes had brown stoppers instead of black and loose caps. It was not reported if this was discovered before or during use. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h5: labeled for single use? Yes investigation summary: bd had not received samples or photos for evaluation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue relating to incorrect stopper color was not observed. Additionally, twenty-nine (29) retention samples were evaluated by functional testing and the issue relating to stopper function was observed in one (1) sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creep out. The complaint could not be confirmed for incorrect stopper color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® serum / cat blood collection tubes had brown stoppers instead of black and loose caps. It was not reported if this was discovered before or during use. There was no health impact or consequence reported.